Event description:
It was reported that during a lap gastric bypass procedure, the device would not cinch clip tight enough. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Was not provided by the initial contact. The analysis results of the device found that it was received in good visual condition. Upon functional testing of the device, it loaded, retained and formed the clips as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.